Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 210 mg/dl. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.